Event description:
It was reported that the user experienced prolonged high glucose while using the iLet system, temporarily returned to range after an external insulin injection, and then replaced the infusion set after an initial suspicion of a bent cannula; the site was replaced and a lot number was later provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, with an unexpected medication intervention required to correct glucose, and the event classified as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.